Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml at 52 mcg/day) via an implanted pump. The patient¿s medical history included ms (multiple sclerosis). It was reported that the patient¿s surgical wound opened up, and was draining purulent fluid. An antibiotic course was prescribed, and the infection persisted. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken to surgery, and the pump and catheter were removed. A new pump and catheter were implanted at a new site in the patient¿s right abdomen. The issue was noted to be resolved.